Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels over 750 mg/dl. The customer also reported that the insulin pump was not holding a battery charge. Troubleshooting was performed, and found that the customer was not using the recommended battery. Advised to get the correct batteries, then call back to further troubleshooting the insulin pump. Nothing further was reported.